Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced stress urinary incontinence, genuine stress urinary incontinence, moderate rectocele, failed tvt, small vaginal vault, dense scarring.